Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic and non-dependent patient presented in clinic for follow up. Upon interrogation oversensing of low level noise was noted along with intermittent crosstalk. Programming changes were made. Crosstalk was still noted. The parameters were returned to their original values. Chest x ray revealed that the lead was in its original position. Noise was unable to be reproduced with isometrics. Lead fracture was suspected. The right ventricular lead was capped and replaced on (B)(6) 2018.the device was explanted and replaced on the same day. The patient was in a stable condition before, during and after the procedure.